Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +7.15%". No patient details were provided.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed delivery accuracy was not verified. The event log shows that the customer performed 3 volume accuracy tests. One was volume set at 20 milliliters and the other was volume set at 10 milliliters. Use testing was performed. Product performing within the published specification of +/-6% delivery error. The problem source is unknown.